Event description:
It was reported when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The device was reprogrammed. The patient condition is okay.